Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited error e216 (scope communication error), displayed a dark image, and showed white residue in the air-water supply and auxiliary air-water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that error e216 (scope communication error), dark image was due to a component failure. However, the cause of the white residue observed in the air-water supply and auxiliary air-water channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.